Manufacturer narrative:
Reference record (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg tube usage. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 the patient in (B)(6) had a tubing change and an abbvie tubing was placed. On (B)(6) 2017 while the patient was hospitalized for an unknown reason a buried bumper and stoma inflammation was found. Therefore the patient will get a new jet-peg-system on an undetermined date.